Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Customer support provided instructions for resetting the pump, which the caller successfully completed, resolving the malfunction. There was no recurrence of the issue after the reset, and the customer was advised to continue using the pump while contacting support if any further problems occurred.